Event description:
It was reported that during a left lower segmentectomy procedure, the device jammed multiple times. When it did fire, it was hard to open after firing. They used another like device to complete. There was no patient impact. (B)(4)

Manufacturer narrative:
(B)(4). Product surveillance spoke to the home patient (hp) regarding the spike separating from the supply bag. The hp stated she discarded the set-up and started over with new supplies. The sample was not available and lot number was unknown. No patient injury or medical intervention was reported. The hp stated she has had no problems spiking the supply bags and is continuing therapy with no further issues.

Event description:
The customer contacted baxter's technical service center for assistance ending therapy. The home patient (hp) stated that while she was doing her afternoon therapy, one of the supply bags became unspiked. The hp stopped therapy because fluid was going everywhere. The baxter technical service representative (tsr) assisted the hp with ending therapy. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.